Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the unit's monopolar setting cable was sting fire. The lead started smoking from where the lead was plugged in and then the lead caught fire. The lead was removed as it was thought that it was a fault with the lead. They the same incident happened on the monday. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the event description reads "according to the reporter, the unit's monopolar setting cable was sting fire". The analysis team could not determine the meaning of a "monopolar setting cable was sting fire". The analysis/evaluation found the monopolar 1 receptacle had a lot of wear and tear and was defective. Wear and tear on this receptacle and improper contact could lead to sparks or a thermal event, but the sparking or thermal event could not be duplicated during unit service/repair. It was reported that there was operating room fire. The reported issue was confirmed. The most likely cause was determined to be device design related. The evaluation detected an unreported condition: of missing pins in the monopolar 2 receptacle. The most likely cause was determined to be component failure related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the unit's monopolar setting cable was sting fire. The lead started smoking from where the lead was plugged in and then the lead caught fire. The lead was removed as it was thought that it was a fault with the lead. They the same incident happened on the monday. On the photo provided, it can be seen that the unit had a damaged on its screen. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.